Manufacturer narrative:
Investigation results: the complaint that the needles were not retracting could not be confirmed from the 22 representative 20ga insyte autoguard bc units that were received in sealed unit packaging from lot #4037551. A functional test revealed no damage on the returned samples and each needle fully retracted. Production records were reviewed, and this batch meets our manufacturing specification requirements. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle is not retracting. The following information was provided by the initial reporter: we had another lot malfunction this week. Needles not retracting.